Event description:
It was reported that over a year ago the patient had bladder stones and at that time they had a sudden return of their symptoms.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v650831, implanted: (B)(6) 2011, product type lead. (B)(4).